Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was not filling appropriately. Circulation pump was replaced during the pm. Pm performed. Replaced mixing pump, heater, and drain valves. Exchanged water and cleaning solution, performed sensor calibration and stk/mtk. Device with no errors. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. All available UDI information is being provided. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device cannot be filled.